Manufacturer narrative:
The e402 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant high results for 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas e 402 analytical unit. The initial result was 15.8 ng/l. The repeat result was 9.9 ng/l. A 2nd sample was obtained, and the initial result was 9.56 ng/l. The repeat result was 9.33 ng/l. A 3rd sample was obtained, and the initial result was 15.0 ng/l. The repeat result was 10.2 ng/l.

Manufacturer narrative:
Qc was acceptable. No sample quality-related alarms were observed. Instrument maintenance cleaning is documented as being performed every 2 weeks. The wash sipper flows are overdue for cleaning. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.